Event description:
Crush/insulation breach to ventricular and atrial lead in a pacemaker dependent pt. St. Jude leads ventricle - 1948/sn (B)(4) and atrial lead 1688tc/sn (B)(4). Pt is >99 percent vp and 1.2 percent ap. On (B)(6) 2013 it was noted during lead extraction it had extremely medial placement and both leads were kinked.